Event description:
In 2008, this pt underwent endovascular repair using a gore excluder aaa endoprosthesis trunk ipsilateral leg component. An attempt was made to cannulate the contralateral gate with a contralateral leg component. However, the device would not advance into the gate, and both devices were explanted. The pt was converted to open surgical repair and is doing fine.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note attached list of the additional device involved in this event and manufactured at site: pxt231214/05539100.